Event description:
The customer reported: we had a case today where a blue fiber was removed from the patient's eye during the initial surgery. I believe it is coming from the gown. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance, when additional reportable information becomes available. (B)(4).